Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found, proximal conductor distorted, outer insulation breached cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found, proximal conductor distorted, outer insulation breached cut, apparent explant damage. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Review of manufacturer's database revealed the patient had a device implant and died approximately six months later. The cause of death has been requested and not received.

Event description:
Review of manufacturer's database revealed the patient had a device implant and died approximately six months later. Later follow up determined that per the death certificate, the cause of death was respiratory failure, acute chronic renal failure, and urinary tract infection.